Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 5 minutes compared with a professional meter from the medical assistance of the firefighters: 197 mg/dl and 63 mg/dl (professional meter result). Moreover the memory of the patient's meter showed the values of "hi" (higher than the measurement range of the meter) and 118 mg/dl, measured on (B)(6) 2019 within 10 minutes.